Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu), and uploaded the lasted software revision to resolve the issue. The ventilator then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator&#38112;upper display was flickering. It was unknown if there was patient involvement.

Manufacturer narrative:
(B)(4).new information provided by customer related to patient involvement as: yes patient involved for this event. The patient was removed and transfer to an alternate ventilator, with no harm or serious injury.